Manufacturer narrative:
During the device check performed by zoll sales personnel, the demo thermogard xp ivtm system (sn (B)(4) displayed a tcmid:01 (pump failed) error message. The demo system was returned to the zoll malaysia service depot for investigation. The observed tcmid:01 error message was confirmed based on the event log review. The root cause of the reported error was determined to be an I/o board failure, likely attributed to the age of the device. The thermogard system was manufactured in 2012 and is ten years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The event log review indicated a tcmid:01 error, thus, confirming the issue observed by the zoll sales personnel. The I/o board was replaced to address the customer's reported complaint. The console pump hour was recorded as 380 hours. After replacing the I/o board, the thermogard system passed all the functional testing without errors. The system performed within specification and did not display any error messages. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During the device check performed by zoll sales personnel, the demo thermogard xp ivtm system (sn (B)(4) displayed a tcmid:01 (pump failed) error message. No patient involvement.

Manufacturer narrative:
Follow-up MDR has been created to retract the submitted MDR, as the thermogard xp ivtm system (sn (B)(6) was a demo device and was not used on the patient. Therefore, this event is a non-complaint.